Event description:
(B)(4). It was reported that chest pain, myocardial infarction (mi) and vessel jailing of the second diagonal occurred. On (B)(6) 2010, the patient presented with recurrent chest pain associated with dyspnea on exertion and the subject was diagnosed with unstable angina. Cardiac catheterization was recommended and coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was located in the distal left anterior descending (lad) with 80% stenosis and was 1.4 mm long with a reference vessel diameter of 3.4 mm. The lesion was treated with direct stent placement using a 3.00 x 16 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient was presented with chest pain, hypertensive emergency and hyperglycemia. Electrocardiogram (ECG) revealed ischemic symptoms and non specific st changes. The patient was diagnosed with non q-wave non st elevation myocardial infarction (nstemi) and elevated troponin level was noted. On the following day, the patient was hospitalized. The event hypertensive emergency and hyperglycemia was treated medically. At the time of event, the patient was taking aspirin and prasugrel and the study drug was last taken in 2010. Cardiac catheterization was recommended and coronary angiography was performed. In addition, non target lesion proximal to mid right coronary artery (rca) was treated with placement of two 3.5 x 12 mm and 3.5 x 23 mm non-bsc drug eluting stents. Four days from admission, the patient experienced continued episodes of chest pain. The 70% in-stent restenosis of an unspecified stent in the mid left circumflex (lcx) was treated with predilatation and placement of a 2.25 x 15 mm non-bsc drug eluting stent. Following post-dilatation, the residual stenosis was 10%. Post procedure, the event chest pain was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013, the patient was seen in emergency with acute chest pain radiating to jaw with breathing difficulty. Electrocardiogram (EKG) revealed t wave abnormality. The patient was diagnosed with non st elevation myocardial infarction.

Manufacturer narrative:
Describe event or problem- corrected and updated. Relevant tests/lab data-updated. (B)(4).

Event description:
It was further reported that the target lesion was mid lad (left anterior descending) and not distal lad as previously reported. In (B)(6) 2013, the patient returned and was diagnosed with acute myocardial infarction and was hospitalized on the same day. At the time of event, the dual antiplatelet therapy status is unknown. Patient's troponin values were elevated and the patient refused to undergo stress test. Angiography and intervention was also not performed. Three days after the event was considered resolved without residual effects and the patient was discharged.